Event description:
This unsolicited case from united states was received on 29-dec-2017 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency the patient had weight bearing before but after injection needed crutches, walks with bad limp, right knee swelling and pain; also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. Past medication included synvisc one in the right knee (in first quarter of 2017). Patient had no history of any prosthetic device and allergy history. Patient used unspecified steroids as teenager for asthma and no longer uses asthma medications. Patient was pre-diabetic with no infections. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (dose and expiry date: unknown) (batch/lot number: 7rsl021) in the right knee for osteoarthritis. No other medications injected into the knee joint at the same time as synvisc one. Patient went home and rested and iced the right knee because it was swollen by the time the patient arrived home. The right knee was about 50% bigger than the left knee. The same day, the patient experienced right knee swelling and pain that had improved but not resolved. Pain was 4 or 5 on a 1 to 10 scale and it worsened after the injection (on the scale of 10 after the injection). It was reported that the weight bearing before but after synvisc one injection the patient needed crutches for three to four days and iced the right knee every 15 minutes (latency: unknown). The patient continued to use ice on the right knee at night when she arrived home from work. The patient required crutches to walk for the three to four days and continued to walk with a bad limp. It was reported that the next day i.e. (B)(6) 2017 was bad, on (B)(6) 2017 was worse. On (B)(6) 2017 the right knee swelling, pain was slightly better and the right knee was still really sore, but the patient was able to walk without crutches. The right knee remained very painful and cramped up while sitting, the patient had a problem moving the right knee. Patient continued to have pain and swelling and had problems moving the right knee and walking, the patient walked with a bad limp (latency: unknown). Corrective treatment: crutches for weight bearing before but after injection needed crutches and walks with bad limp; not reported for rest. Outcome: not recovered for walks with bad limp; recovering for rest. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 05-jan-2017: this case concerns a female patient who received synvisc one injection in right knee for osteoarthritis from the recalled lot and had pain, swelling in knee same day and also could bear weight before injection but after needed crutches and walked with bad limp. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.